Event description:
On (B)(6) 2010, the customer's biomed said that in (B)(6) of 2010, nurses at the facility observed that the prong on the power cord was broken off, and there was evidence of cracking and burning inside the plug. The power cord was used with an accutorr plus monitor on a rolling stand. No patient was involved, and no injuries were reported. The biomed did not know the serial number of the monitor involved.

Manufacturer narrative:
Upon learning of the event, mindray requested that the line cord be returned to the factory for evaluation. Upon receipt of the cord, mindray engineering confirmed that the prong was missing and the plug showed evidence of burning. No datecode was visible on the cord, due to the missing prong. The line cord was then returned to the vendor electri-cord for evaluation. Based on their analysis, the molded plug in question is an electri-cord ecm catalog number mc-10h with taller blades and ground pin. The line blades can break inside the molded plug from external forces. The broken blades caused arcing to occur. Electri-cord attributes the cause of this failure to abuse in the hospital environment. Electri-cord has advised mindray that there are no power cords with taller blades/ground pins in stock at their facility. Electri-cord has discontinued the use of the crimped style taller blade in all of their molded plus. These have been replaced by solder type blades/ground pins that are more resistant to breakage. The discontinuation of the use of the taller blades/ground pin in their cords was effective in mid-august, 2009. All electri-cord production now uses alternate style blades which are more resistant to misuse. Electri-cord reported a 0.0012% failure rate for the "taller bridge" line cords. Mindray's reported failure rate for this failure mode is also very low - 0.006%. Therefore, no additional corrective action is planned by mindray at this time.